Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Patient gender/sex: female, initial reporter name and address: (B)(6), email: (B)(6). Initial reporter occupation: health professional: yes, occupation: physician. Device available for investigation: yes, device returned to manufacturer on: 01/24/2019, device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection using microscope magnification was performed. The lens was received cut. Viscoelastic residue was detected in the lens. The lens condition observed is consistent with a lens that has been explanted. The reported issue was not verified due to the lens condition. Manufacturing record review: a review of the manufacturing records was performed. The lens was manufactured according to specification. The search revealed no other complaint for this production order number was received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides the customer with instructions, precautions, along with warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the pcb00 preloaded intraocular lens (iol) had a tear in the iol. There was a patient a patient contact and the tear was noted when inserting the lens into the patient's operative eye. The lens was cut out, then removed and replaced with another pcb00 iol in the same procedure. No further information provided.